Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is odp. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. Manufacturing location: (B)(4). Date of manufacture: jan 29, 2013. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently undergoing investigation. The results of the investigation are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery to implant a zero-p device for adjacent level disc disease at c6-c7 issues occurred with two stardrive screwdrivers and a torque limiting attachment during screw insertion. The patient was previously implanted with a competitor's device one level above at c5-c6. The competitor's device remained in place as surgeon added zero-p device to the level below. While the stardrive screwdriver shaft was inside the torque limiting attachment and the torque limiting attachment was inside the standard green handle, the surgeon attempted to back out one of the screws when the stardrive screwdriver shaft began to spin freely and would not engage with the torque limiting attachment. It was noted that the distal tip of the stardrive screwdriver shaft was deformed and stripped. A second stardrive screwdriver shaft was used from the set. Retrieving the second stardrive screwdriver shaft caused a 5-7 minute surgical delay. The stardrive screwdriver shaft properly engaged the torque limiting attachment but would not allow the screw that was backed out to be screwed back down and seated. The stardrive screwdriver shaft became deformed at the distal tip. A third stardrive screwdriver shaft from another set was used. There was no reported breakage or fragments resulting from the tips of the screwdriver shafts becoming deformed. Standard x-rays were taken. The surgeon was able to properly seat the screw and complete the procedure successfully. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the torque limiting attachment (part number 319.006, lot number 6451382). The subject device was forwarded to the supplier where the complaint condition was unable to be replicated; as such the complaint related to this device is unconfirmed. The attachment was found to pass all tests and was within torque specifications. The torque limiter was inspected during a manufacturing investigation following the service manual. No failure could be found on the device. The instrument passed all tests. No root cause can be assigned as no failure was found on the torque limiter. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.